Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient experienced reduced pain coverage due to high impedance on l3 lead. In turn, surgical intervention was undertaken on (B)(6) 2019 where in the l3 lead was repositioned and impedances were corrected. Additionally, a new lead was implanted at l3. Reportedly, effective therapy was restored post operatively.